Event description:
It was reported that the loop recorder exhibited backup operation. The device was explanted and replaced.

Manufacturer narrative:
Final analysis found that the implantable cardiac monitor was in backup vvi. A product code download was unsuccessful due to the device memory being corrupted in the field.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.